Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be sent back for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient underwent a gynecological intervention and suffered injuries that caused incontinence, significant abdominal pain and continuous inflammation. Two post-operative surgeries were necessary as a result of these issues. The third surgery occurred because of the bladder damage that occurred during the original surgery. The incontinence did not occur during the original surgery or directly in the early postoperative days. The reporting party believes that this was a result of excess heat from the jaws during sealing. They believe that excessive heat and current created burns to the adjacent tissue during sealing. As a result, the incontinence was observed on the (B)(4) post-operative day.